Event description:
Customer states that they received a result of 197 mg/dl on the device while the doctor's device read 107 mg/dl. No action was taken based on device result. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.